Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "the screen blacks out without image occasionally and flickering image" occurred due to failure of the circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was a diagnostic laryngoscopy.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: guangxi zhuang autonomous region maternal and child health center - added due to character limitation in respective field

Event description:
It was reported, the video system center occasionally had a black screen. The issue occurred during preparation for use for a diagnostic laryngoscopy. The procedure was completed using a similar device. There were no reports of patient harm.